Event description:
The patient reportedly experienced intermittent lock between the external equipment and the cochlear implant. External equipment was exchanged. Programming adjustments were made. However, the problem did not resolve. Surgery to explant the patient's device will be scheduled.